Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of cardiosave intra-aortic balloon pump (iabp) froze during the use on patient.

Event description:
It was reported that the screen of cardiosave intra-aortic balloon pump (iabp) froze during the use on patient. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, b5, g1, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) evaluated the unit and based on the photo of the situation at the time, it seems that the 'screen freeze' key was operated. The electrocardiogram waveform was displayed normally, and the trigger source was ECG, but the heart rate was not displayed. Also, the arterial pressure source was "transducer - no cable", but the extended sensation display was displayed in gray according to the electrocardiogram waveform). No abnormality in the touch keys. A running test was performed and the symptoms did not reoccur. The product was returned to the customer without any part replacement.